Event description:
Medtronic rec'd info that this bioprosthetic mitral valve exhibited a tear in one leaflet. It was not specified if the functionality of the device was impacted. However, the valve was explanted and replaced. The valve had been in service for approx one year. No adverse pt effects have been reported.

Manufacturer narrative:
Analysis: analysis of the returned valve shows that all leaflets are closed with sufficient depth of coaptation. The leaflets are slightly stiff but flexible. A 1 mm length natural fenestration in the left cusp lunula adjacent to the non-coronary left commissure is noted. A small tear in the margin of attachment of the right cusp appears to have occurred during retrieval. Moderately thick glistening off white pannus extends from the sewing ring over the margins of attachment on the inflow and into the inferior coaptive junctions of all cusps. Remnants of pannus remain attached to the right non-coronary commissure extending over the stent post to the outflow rail of the stent. Brown thrombotic appearing host material is present along the outflow margin of attachment of the left cusp with remnants of thrombus in the right cusp and non-coronary cusps. An unknown amount of pannus appears to have been removed during retrieval, on the inflow and outflow aspects of the valve. Radiography shows no evidence of mineralization in the valve tissue. The gross analysis shows that there was no tear identified that would affect the function of the valve. Review of the device record shows that this valve met mfg specifications when released for distribution. Conclusion: device evaluated and no failure identified. Device replaced with no reported pt complication.